Event description:
Initial bun result recovered with a zero value, repeated 15 mg/dl. Incorrect result was not used to provide patient treatment. Field service representative found the sample probe contained separator gel on the tip. Sample probe was removed, flushed and realigned onto the sampling arm. A precision check was run along with quality control material. Results recovered within stated ranges.